Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing. The customer's blood glucose (bg) level was 268 mg/dl and the bg level was addressed with via pump therapy. The customer successfully primed the tubing to remove the air, insulin delivery was resumed, and the customer reported that the bg level lowered to target.